Event description:
The customer reported that erratic cardiac troponin (accutni) and creatine kinase-mb isoenzyme (ck-mb) results were generated on the unicel dxc 600i synchron access clinical system for one patient over two samples. It is unknown as to whether the ck-mb and accutni results were caused by the same malfunction, as most hardware malfunctions cause multiple patient and assay issues. In this case, the event was isolated to only one patient. This report is two of two and represents the erratic ck-mb results generated for one patient on (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied data indicated that multiple testing on the same instrument, of the original patient sample, as well as a redrawn patient sample, produced erratic ck-mb results, within and above the normal reference range of the assay. Additional same-patient assay results were provided by the customer, however no other patient results or assays associated with this event were in question. It is unknown which patient ck-mb results were reported from the laboratory; however the customer indicated that ck-mb result(s) was/were released from the laboratory. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were plasma samples. Instrument ck-mb quality control results recovered within customer established specification during the timeframe of this event. A system check performed prior to the event met customer established specifications; however the washed portion % coefficient of variation was elevated. No instrument event log messages were generated in association with event. No patient specific information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) replaced all peri-pump tubing and verified wash arm alignments. The fse performed an aspirate volume check and observed some high 'splashing' in the reaction vessel and performed another washed system check which yielded results which were still high and somewhat 'erratic'. The fse removed the analytical module and checked the mixing and wash carousel. The fse checked the dispense probes and noticed some bubbles in the wash pump. The fse replaced the wash pump seal and primed the instrument. A subsequent quality control assessment and system check generated acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-06485, 2122870-2011-06486.